Event description:
Received info that the customer's pump would not charge and had dropped down to 4% battery life by the time tandem technical support was called. Reportedly, the customer took a manual injection bolus to correct for a high blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.